Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. A strut of the ivc filter is in contact with the duodenum. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient presented with dysfunctional uterine bleeding. Both a computed tomography (CT) scan and the peripheral vascular laboratory (pvl) confirmed extensive bilateral lower extremity deep vein thrombosis (dvt) for which the patient was thought to be relatively contraindicated to long-term anticoagulation; therefore, the patient was offered placement of a vena cava filter for pulmonary embolism (pe) prophylaxis. Under ultrasound guidance, the right internal jugular vein was identified and accessed with a micro puncture needle. A vena cavogram was then performed revealing patent bilateral common iliac veins and vena cava. The filter was deployed in good position at the level of the renal veins. There were no complications.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the inferior vena cava, a strut of the ivc filter is in contact with the duodenum and the filter is tilted. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, perforation of struts into organs with a strut of the ivc filter in contact with the duodenum, and filter tilting, approximately nine years after post implant. The patient also reports experiencing anxiety related to the filter. Per the implant records, the patient presented with dysfunctional uterine bleeding. Both a computed tomography (CT) scan and peripheral vascular imaging confirmed extensive bilateral lower extremity deep vein thrombosis (dvt). The indication for the filter implant was dvt with a contraindication to anticoagulation due to the dysfunctional uterine bleeding. The filter was placed via the right internal jugular vein and deployed in good position at the level of the renal veins. There were no complications. A CT scan was performed approximately nine years post implant. The findings of the scan noted mild left right tilt of the proximal ivc filter measuring approximately five degrees. The inferior ivc filter tip abuts the anterior ivc wall. The ivc filter struts extend to 3mm beyond the ivc wall and abut but do not extend into the distal duodenum. No ivc filter strut fracture or bending was identified, and there was no evidence of ivc stenosis. Other incidental findings included a simple cyst in both kidneys; a small fat containing abdominal wall hernia and status post gastric bypass and cholecystectomy. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of organs could not be confirmed nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. A strut of the ivc filter is in contact with the duodenum. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient presented with dysfunctional uterine bleeding. Both a computed tomography (CT) scan and the peripheral vascular laboratory (pvl) confirmed extensive bilateral lower extremity deep vein thrombosis (dvt) for which the patient was thought to be relatively contraindicated to long-term anticoagulation; therefore, the patient was offered placement of a vena cava filter for pulmonary embolism (pe) prophylaxis. Under ultrasound guidance, the right internal jugular vein was identified and accessed with a micro puncture needle. A vena cavogram was then performed revealing patent bilateral common iliac veins and vena cava. The filter was deployed in good position at the level of the renal veins. There were no complications. Approximately nine years after the filter was implanted, the patient underwent an abdominal CT. The scan findings noted the ivc filter with the proximal tip just within the intrahepatic inferior vena cava proximal to the renal vein origins. There is mild left right tilt of the proximal ivc filter measuring approximately five degrees. The inferior ivc filter tip abuts the anterior ivc wall. The ivc filter struts extend to 3mm beyond the ivc wall and abut but do not extend into the distal duodenum. No ivc filter strut fracture or bending was identified, and there was no evidence of ivc stenosis. Other incidental findings included a simple cyst in both kidneys; a small fat containing abdominal wall hernia and status post gastric bypass and cholecystectomy. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years after post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of struts into organs with a strut of the ivc filter in contact with the duodenum, and filter tilting. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the inferior vena cava (ivc) filter to perforate the wall of the inferior vena cava, a strut of the ivc filter is in contact with the duodenum and the filter is tilted. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. A strut of the ivc filter is in contact with the duodenum. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.